Event description:
The device memory does not match the written diary she keeps for the customer. Reports that the device memory reads 334mg/dl and the diary reads 150mg/dl, device memory reads 359mg/dl and the diary reads 127mg/dl, device memory reads 380mg/dl reported. No treatment received. Requested return of suspect device and replacement was sent.